Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient developed a uti and hip fracture, and went to a rehab facility. Sepsis, bacteraemia, viraemia, fungaemia nec, and an infection/infestation (pathogen unspecified) were also noted. The event resulted in a patient death; however, it was stated that the cause of death was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown if it was related to the device/therapy or implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.